Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) migrated that led to pocket erosion and infection. A revision was performed and the implantable cardioverter defibrillator (ICD) along with the right ventricular (rv) lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The "known inherent risk" conclusion code was selected based on the field report of infection or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations. Based on the results of the investigation, no escalation is required.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) migrated that led to pocket erosion and infection. A revision was performed and the implantable cardioverter defibrillator (ICD) along with the right ventricular (rv) lead were explanted. No additional adverse patient effects were reported. The ICD was returned.